Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states the phenomenon occurred during set up for a hysteroscopy. There was a five minute delay to bring a working device into the surgical room. The procedure was completed with no issues.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the customer hooked up the camera head and the screen was black with no image. The customer cleaned the gold contacts with alcohol, let it dry and tried again to see if the image returns, this did not bring the image back. The customer connected another camera and the image appeared. There was no report of patient involvement.